Event description:
On (B)(6) 2023 an email was received from a patient (pt) in argentina who reported an acuvue® oasys® brand contact lens (cl) had a ¿cut in the center¿ and another pair ¿became immediately opaque¿ on the next day. The pt purchased 2 boxes of lenses in (B)(6) 2023 and began using the lenses by the end of (B)(6) 2023. The pt has only 1 pair of lenses currently for each eye. On (B)(6) 2023 the pt provided additional information. The pt noticed one right eye (od) lens was torn on the edge after 1 day of use. The pt also reported 5 od lenses were ¿opaque¿, experienced blurry vision after a few hours of wear, and experienced discomfort upon removal of the lenses. The pt went to an eye care professional (ecp) who diagnosed a corneal ulcer and prescribed an eye drop (name not provided). The pt reports daily cl wear with a monthly replacement schedule. On (B)(6) 2023 the pt provided additional medical information. The pt reported the event occurred at the end of (B)(6) 2023 and the affected eye is the od. The pt visited an ophthalmologist (date not provided) who diagnosed the corneal ulcer in the od. The location of the od corneal ulcer was not known. The pt was prescribed an unknown antibiotic eye drop qid for 10 days. No additional information was known as the pt was at work. The pt agreed to send the optical contact information and a note that the pt was cleared to return to cl wear. The pt reported the od corneal ulcer resolved and is currently using lenses again, without issue. The pt reported there was no permanent damage. The pt reported using farmacity brand solution at the time of the event. On (B)(6) 2023 a call was placed to the pt for additional information, but nothing additional was provided. An additional email was also sent to the pt requesting additional information. No additional information has been received. This od corneal ulcer event is being reported as a worst-case as we were unable to verify the diagnosis and treatment with the pt¿s treating ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0059g5 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : suspect product was discarded.

Manufacturer narrative:
On 07jul2023, additional information was received from the patient (pt) via email. The pt was treated for the left eye (os) ulcer in the emergency room and was prescribed gentamicin-tobramycin (dosage and frequency not provided). No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.